Manufacturer narrative:
Added d6a & d6b (implant & explant dates) reported event an event regarding incorrect selection involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that post-operatively, it was discovered that a cemented femoral component was put into a knee planned for a press-fit femoral component. Surgeon was notified and 1 day post-op, the component was removed and a cemented femoral component was cemented in. Sale representative confirmed there are no allegations against the package labeling or the package contents of the original implant. The event is likely caused due to user error. However, the exact cause of the event could not be determined. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary right mako knee. Post-operatively, it was discovered that a cemented femoral component was put into a knee planned for a press-fit femoral component. Surgeon was notified and 1 day post-op, the component was removed and a cemented femoral component was cemented in. Rep confirmed there are no allegations against the package labeling or the package contents of the original implant. Rep also confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary right mako knee. Post-operatively, it was discovered that a cemented femoral component was put into a knee planned for a press-fit femoral component. Surgeon was notified and 1 day post-op, the component was removed and a cemented femoral component was cemented in. Rep confirmed there are no allegations against the package labeling or the package contents of the original implant. Rep also confirmed that no further information will be released by the hospital or surgeon.